Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015 where a replacement lead was implanted. Effective stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25026. It was reported the patient ((B)(6) ) was experiencing auto-reducing. In turn, the patient underwent surgical intervention. Intra-op lead testing revealed invalid impedance measurements. Subsequently, the patient's lead was explanted. However, the replacement lead was not implanted due to the patient experiencing a cerebrospinal fluid leakage due to the physician inserting the epidural needle too deep. As a result, the procedure was abandoned and the patient will undergo surgical intervention at a later date to replace the lead. The date the patient started experiencing auto-reducing is unknown.

Manufacturer narrative:
Results the complaint for ¿invalid impedance¿ was confirmed. As received, the returned lead had kink with all wires broken; consistent with an overstress condition that the lead was subjected while implanted. Broken wires were causing the invalid impedance which in returned cause auto-reducing on the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.